Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse discovered that the ise mix paddle connection to the spin motor was "extremely" loose. The fse repaired the issue. (B)(4).

Event description:
A customer reported having 2 patients with erroneous results for sodium (na), potassium (k) and chloride (cl). The customer stated that they did repeat the assays, and the results were low. The customer then reran quality controls and the results were also low. The customer tried to recalibrate but ise calibration alarms were generated. The customer confirmed that no erroneous results were reported out of the lab.